Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that patient faced an infusion set was leaking at quick release on (B)(6) 2024. No further information available.

Manufacturer narrative:
E1:patinet country: brazil. Patient city: (B)(6).